Event description:
Routine complaint investigation when a consumer reported receiving imprecise back to back readings of 150 mg/dl and 38 mg/dl on a blood glucose meter. These values, when plotted on a clarke error grid fell into the "d" zone showing the difference in the readings to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.